Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition, but noted to have a scratched screen. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing, device was started in application. The reported customer complaint was unable to be confirmed, no double beeping was noted. Additionally, there was no evidence of the reported complaint in the event history log of the pump. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that while testing, a smiths medical cadd legacy had double beeped with a cassette. No patient involvement.